Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the during basal delivery. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 220 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. There was no reported impact to customer's blood glucose.